Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w 2.9d. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (the date of death was not specified in the customer notes.) The formatted history file lists data from 01/29/2018 to 03/21/2018.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of death as a result of this event.